Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. Upon insertion, the tip of the it sleeve appeared to be melted and curved inward. This damage was noticed when removing the device from the packaging. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.